Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07127. It was reported the patient experienced pocket heating while recharging the ipg. The event date is unknown. The patient was given a replacement charging system (different model) to address the issue to no avail. As a result, the patient will meet with the doctor on a later date. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. UDI: (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07127. Follow-up revealed the patient had continued to experience pain/burning sensation at the ipg site. The patient went to the emergency room due to the pain at the ipg site. During the visit, shingles were noted but no intervention was performed. The patient also had a fall. (Reference MFR report: 1627487-2015-08159)